Manufacturer narrative:
Batch review performed on 21 february 2019: lot 182640: (B)(4) items manufactured and released on 31-jul-2018. Expiration date: 2023-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: versafitcup cc trio 01.26.45.0050 acetabular shell cc trio ø 50 ((B)(4)), lot 183942: (B)(4) items manufactured and released on 13-sep-2018. Expiration date: 2023-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the surgery the surgeon tried three times to insert the liner in the cup without success. A new insert with different reference (ref (B)(4)) was used to complete successfully the surgery.